Manufacturer narrative:
E.4.: the initial reporter also notified the FDA. Medwatch report #mw5117057. H6: investigation summary it was reported the luer tip broke off the syringe. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a syringe over a packaging blister top web. The syringe has the luer damaged with a broken piece of luer next to the syringe. No other defects or imperfections were observed. This defect could occur if the syringe was over-torqued while connecting it to a device. A device history record review was completed for provided material number 309653, lot 0118645. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There have been no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. H3 other text : see h10.

Event description:
It was reported that 11 bd luer-lok¿ tip syringes the tip broke off. The following information was provided by the initial reporter: patient reported luer tip had broken off of 50 ml syringe.